Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was initially reported by the caregiver that the patient's vns was 'on the fritz' and they would like to figure out what is wrong with it. Additional follow-up occurred with the caregiver in which it was discovered that the patient was having an increase in seizures and a potential change in seizure pattern as reported by the caregiver. The patient was hospitalized due to these adverse events. The father is hoping to get the vns interrogated because of the fact that the patient is having these prolonged seizures, comparing the characteristics of the seizures to a "record skipping". The reporter had then confirmed that the patient is having an increase seizures frequency. The reporter alleges "there have been times, where he has 7 grandmals one after another within a 6-8 hour period and the machine locked up, since it was going on and off too fast for the machine to regenerate. No other relevant information has been received to date.